Manufacturer narrative:
Follow-up #1 date of submission 09/03/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/14/2015 with the following findings: during investigation, a visual inspection of the pump showed that a portion of the battery compartment was broken off above the bumper pad. The battery compartment was also found to be cracked. The returned battery cap was found to be disassembled and broken. The battery cap was not able to attach properly to the pump. Unrelated to the complaint, investigation revealed that the audio bolus button was punctured, however, the button responded appropriately to button presses. (B)(4)

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery compartment was damaged and the battery cap was missing a part. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.